Event description:
It was reported that this right atrial (ra) lead was explanted due to unknown reason. A new lead was successfully placed with same model. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead was explanted due to unknown reason. A new lead was successfully placed with same model. No additional adverse patient effects were reported. Additional information indicates that right atrial (ra) lead was explanted due to high threshold and was confirmed through fluoroscopy.